Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads broken, spring breaks / piece of metal, broken in the extension of the brush, brush heads broke in mouth during brushing [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2018 that oral-b flexisoft brushheads from a 4+1 pack were all broken. They would work for a few moments and then the spring breaks / piece of metal break broken in the extension of the brush. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 05-feb-2018 consumer follow-up via e-mail: the consumer reported the brush heads broke in his mouth during brushing. He experienced the problem with 4 brush heads, and the product was purchased approximately a year ago. He reported he still had 2 of the 4 broken brush heads. No further information was provided.

Manufacturer narrative:
01-mar-2018 product investigation results: the reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads broken, spring breaks / piece of metal, broken in the extension of the brush, brush heads broke in mouth during brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 02-feb-2018 that oral-b flexisoft brushheads from a 4+1 pack were all broken. They would work for a few moments and then the spring breaks / piece of metal break broken in the extension of the brush. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 05-feb-2018 consumer follow-up via e-mail: the consumer reported the brush heads broke in his mouth during brushing. He experienced the problem with 4 brush heads, and the product was purchased approximately a year ago. He reported he still had 2 of the 4 broken brush heads. No further information was provided.